Manufacturer narrative:
The device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty [pta] procedure, the tip of the guide catheter detached within the 6f femoral access sheath. The physician had acquired bilateral retrograde femoral artery access, and had negotiated the patient's aortic bifurcation to acquire access to the patient's superficial femoral arteries' [sfa]. Bilateral guidewires were placed in crossover fashion in preparation to restore blood flow to the patient's left sfa via angioplasty. During a catheter exchange over a stiff guidewire, the catheter tip detached within the valve of the right femoral artery access sheath. The catheter tip was successfully retrieved with a pair of hemostats. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to excessive force applied to the device during use. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.